Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that there was a liquid leak underneath the coulter hmx analyzer with autoloader, but could not determine the source of the leak. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the needle bellows were overflowing. The fse determined that pinch valve pv 21 (needle waste drain line) was partially closed, causing the backwash to overflow the bellows. The fse replaced pv21 and the actuator. Finally, the fse verified quality control recovery and instrument performance to ensure that the services performed effectively resolved the instrument issue.